Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had problems from the start and could not charge properly. Patient reported it is completely dead now and has caused more problems than good. Patient reported they jumpstarted it a couple times but patient got aggravated and stopped trying. Patient reported they wanted it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they didn¿t need stimulation therapy so they hadn¿t charged in over a month. Currently the consumer was seeing the poor communication screen on the patient programmer (pp) with and without the antenna attached, was seeing the reposition antenna screen on the recharger, and was unable to communicate with the implant or recharge it. The consumer was redirected to their healthcare provider (hcp) for a possible physician mode recharge (pmr). Additional information was reported that the caller first stated that per the patient their "battery has not worked in like two years". The caller then stated the patient attempted to charge the ins, but was not able too. The caller then noted that the patient said the last time she had an MRI "they had to charge the ins, but was not able to". The caller then noted that the patient said the last time she had an MRI "they had to come out and reset it", the caller stated the MRI was in (B)(6) 2017. Then the caller stated the patient said she has had trouble charging the ins since the day it was put in and reported the patient has never been able to charge the ins. No further information was reported.